Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the device was programmed for piggyback delivery of an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse reported the "piggyback is not working properly-infusing meds at high rate." The device was removed from clinical service. There were no reported adverse pt effects. Though requested, no add'l info was provided, including if therapy was resumed using a replacement device.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.74 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml ((B)(4)). Based on the data verified, hospira could not attribute the issue to the device. The pump history was downloaded at the service center. The customer did not provide an event time or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel.